Manufacturer narrative:
Follow-up #1: date of submission 27-nov-2017 device evaluation: the device has been returned and evaluated by product analysis on 03-nov-2017 with the following findings: during investigation, the pump was powered on and displayed the verify screen; the display was not blank. The complaint of a blank display was not duplicated during testing. Unrelated to the complaint, the display was found to be dim with discolored text and the battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery. There was no indication that the product caused or contributed to an adverse event.